Manufacturer narrative:
A visual analysis of the returned device identified flat creases and it is observed like split in patch area. A weight test of the device was verified and the device was within specification. Cloudy after autoclave disinfection process in the gel. In additional analysis it is observed a split in patch area (ss) separation of patch/shell bond at edge of shell hole. It is out of specification per qa (B)(4). A further investigation will be requested to analyze this case.

Event description:
Physician reported right side "capsular contracture baker grade iii." The device has been replaced.

Event description:
Healthcare professional reported a right side capsular contracture baker grade iii. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Device has been explanted.

Event description:
Health care professional reported a right side capsular contracture baker grade iii. The device has been explanted and replaced.